Event description:
It was reported that the patient experienced shocking and swelling with pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted, replaced, and repositioned. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.